Event description:
There was no pt involved in this event. This device malfunctioned because the status indicator was flashing red and the device would not power-up. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2010 and that it had performed to specification up to (B)(6) 2011. The info obtained from this device showed evidence that the device had been stored outside the recommended storage conditions (0 degrees celsius to 50 degrees celsius/32f to 122f). The device failed weekly self-tests on 5 occasions on (B)(6) 2011, (B)(6) 2012. All fails recorded were caused due to a low battery. After each fail the device switched to fault mode and the customer would have been alerted with the status indicator flashing red and the device emitting an audible warning message. There is evidence to show that after each self-test fail the device remained in fault mode for an extended period of time. Investigation confirmed there to be a fault with the +vet terminal pogo pin and -vet terminal pogo pin. When tested under load the current flow through the pins was reduced and caused fluctuations in the voltage. The fluctuations were sufficient for the device to identify a low battery and trigger the low batter warning. Testing confirmed that both the device and the battery were capable of operating to specifications, and whist the noted fluctuations were significant enough to trigger the low battery alarm they did not prevent the device to operate. The device being stored outside of the recommended storage conditions and left in fault mode for excessive period of time significantly contributed to the low battery warnings. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.